Manufacturer narrative:
Off label (oversized stent graft). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5 cm in diameter abdominal aortic aneurysm. The patient has a short and tortuous proximal aortic neck with the length of 10 to 15mm and neck diameter of 26 to 30mm. It was reported that during a recent follow up, the CT demonstrated a proximal type I endoleak. There were also wrinkles (infolding) observed on the proximal portion of the main body, and the endoleak had originated from the gap created. The physician implanted another iliac limb distally and the distal type I endoleak was resolved. Per the physician the patient has not, and will not receive treatment. Per the physician, the cause of the proximal type I endoleak was patient anatomy related, short and tortuous proximal aortic neck and oversizing of the stent graft. No additional clinical sequelae were reported and the patient will be monitored by the physician.